Event description:
Complaint reportable based on the device analysis. It was reported that during preparation for a percutaneous coronary intervention, the spring tip of the guide wire was loose. The lesion was located in the moderately tortuous "artery of the lung". As the physician removed the amplatz super stiff guide wire from the protective hoop, it was suspected that the spring tip of amplatz was loose. The physician used another of the same device to successfully complete the procedure. No post-procedure complications were noted, and the patient's status was reported as "good". Device analysis revealed that the coating of the guide wire was abraded, and scratched along the entire length.

Manufacturer narrative:
Device analysis revealed that the distal end of the wire was bent, not stretched. The proximal end of the wire was bent with offset coil at 3cm. In addition offset coil was observed at 41cm, 57cm, and 58cm from distal tip. The wire coating was abraded and scratched from the distal end along the entire length of the wire. Dried blood residues were noted at some sections. Follow up performed indicated that the blood residues found on the wire might have occurred when the physician flushed the device or when the physician touched the wire. The bent wire and the abraded/scratched ptfe are evidence of the wire being manipulated against resistance during removal from hoop. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. The records review confirms this device met all material, assembly, and performance specifications. The most probable root cause can be attributed to handling.